Manufacturer narrative:
Initial.

Event description:
It was reported that the participant performed a factory reset under study staff direction and, upon removing the insulin cartridge from the ilet device, observed a cracked cartridge, after which the participant experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) value of 385 mg/dl for approximately 16 hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or clinical signs, symptoms, or conditions. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a device problem consistent with a fracture of the reservoir/cartridge and a stress-related problem identified with that component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.